Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm, or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's software was uploaded to address the issue.